Event description:
It was reported that the patient presented with a device approaching the elective replacement indicator. The physician suspected premature battery depletion. The patient will continue to be monitored until the eri.